Manufacturer narrative:
Review of DHR for lot 15394947 revealed no anomalies that can be considered related to the complaint. Follow up attempts to retrieve the product have not been successful. Additional information will be provided within 30 days of receipt. No conclusions are made at this time. This report is related to MFR report #1058196-2015-00015.

Event description:
The contact at the hospital reported that the enterprise stent (details unknown) was stuck in the prowler select plus microcatheter (606s255fx/15394947) when the physician pulled out to deploy through the vessel. So he pulled out the microcatheter with the stuck enterprise stent together. The enterprise stent was in the microcatheter. It is unknown how the procedure was continued. At the time of initial contact the microcatheter was available for return.

Manufacturer narrative:
The product was not returned. The root cause of the complaint could not be determined as neither the microcatheter nor the stent were returned. Additionally, the review of the DHR for lot 15394947 revealed no anomalies that can be considered related to the complaint. Therefore there will be no corrective action taken at this time.